Event description:
It was reported by service report that the pt outer right side rail was damaged and there were sharp edges. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Exposed sharp edges on the broken outer siderail assembly.